Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it didn¿t seem like the device was working at all. The patient would have to sit on the toilet for 30-40 minutes to pee. They were on program 3 at 1.8 volts and the stimulation was on. They increased it to 2.8 volts and was going to give it a couple of days to see if the symptoms got better. There were no further complications reported or anticipated.